Event description:
It was reported that the user did not see drops during priming despite advancing 95 units, and upon rewinding and removing the cartridge, insulin was observed inside the pump chamber; the user had initially filled the syringe beyond the recommended volume, which positioned the plunger past the end of the cartridge, and resolution was achieved after restarting with new supplies and following guidance to fill to 1.8 ml to keep the plunger within the glass. Symptoms included no adverse clinical effects. Outcomes included successful priming without medical intervention. Customer care provided troubleshooting over the phone, supply replacement, and user education on correct cartridge filling technique. Investigation of this case revealed leakage into the pump chamber likely due to overfilling and incorrect plunger positioning during cartridge preparation, consistent with a cartridge and connector handling issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to overfill and improper cartridge preparation.